Event description:
The patient experienced an overnight increase in pain starting 2009. The patient also had new left leg was weakness. She had difficulty walking and had fallen 3 times in the past month. The patient had an electromyography test of her neck five days prior, and wondered if that may have affected the pump. The patient was seen in clinic. There were no pump alarms or volume discrepancies. Device troubleshooting revealed no problem with the pump or catheter. Neurologic tests did not reveal any cause for the falls or leg weakness. The patient was scheduled for a computerized tomography scan/myelogram to rule out the presence of an inflammatory mass. The hcp did not believe one was present. The hcp did not attribute the event to the implantable system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.